Event description:
It was reported that the patient presented in clinic for routine follow up, drop in impedance measurement in bipolar configuration was noted. The impedance issue was noted since 2014 and the lead was reprogrammed to unipolar configuration at that time. During generator change out procedure due to normal eri, it was noted that the right ventricular lead exhibited drop in impedance measurement based on the previous records and the physician explanted and replaced the lead as the patient was pacemaker dependent. Upon extraction, it was visually noted that the lead was found to have insulation separated at the flange that protects the lead from bending too much as it enters the header. There were no patient consequences reported.

Manufacturer narrative:
Additional information - the reported events of low pacing lead impedance and ¿insulation separated¿ were confirmed. A complete lead measuring 58.0cm with stylet inserted was returned for analysis in one piece. Visual inspection found a full breached insulation degradation 4.5 cm and 4.8 cm from the connector pin. The cause of the reported events was isolated to the insulation degradation found at the proximal region of the lead. "Actions have been taken to prevent reoccurrence."